Event description:
The device was found to be non-abbvie. This record is no longer reportable to the FDA and will be un-reported.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, h6.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation, anxiety-product/procedure

Event description:
Healthcare professional reported "implant deflation" and exchange from textured to smooth due to the patient's concern of the implant. This record is for the left side. The device was explanted and will be returned.